Event description:
The reported stated the surgeon inserted an (B)(4) silicone aspheric three piece lens. The lens was removed due to capsule breaking. A vitrectomy was performed after the lens was removed and a competitor's lens was implanted. The incision was enlarged and a suture was used to close the wound. The reporter stated the pt has weak zonules. There was no product malfunction.

Manufacturer narrative:
(B)(4) incision sutured. (B)(4). (Other) - no product malfunction, labeled. Eval results (other): visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to a pt related condition and was not lens related. (B)(4).